Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet after a recent supply change and later disclosed that she had filled the pump with long-acting insulin from a lantus pen instead of fast-acting insulin; she disconnected the ilet and subsequently used subcutaneous insulin by pen per guidance. Symptoms included hyperglycemia with dry mouth and urinary frequency, and a capillary glucose of 582 mg/dl was noted. Outcomes included an unexpected medical intervention in the form of medication management to address the hyperglycemia, without hospitalization reported, and the event was assessed as a serious illness/impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device occlusion alerts or findings, and the medical device problem and component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.